Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the left anterior descending (lad) artery. The 2.0x15mm tenku balloon dilatation catheter (bdc) was soaked and prepped prior to use without any issues noted. The tenku bdc was successfully advanced to the target lesion; however, the balloon ruptured at 8 atmosphere (atm) during the first inflation and was removed without reported issue. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure. An unspecified bdc was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. The reported balloon rupture was likely due to an interaction with the calcified lesion. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint handling database revealed no other incidents for balloon rupture reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. The tenku balloon dilation catheter is an abbott vascular manufactured device which is distributed in (B)(4) by st. Jude medical (B)(4) company, ltd. Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. The PMA/510k # of this medwatch correspond to the device currently marketed for sale in the us.